Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While removing sheath, the impella was pulled across aortic valve and would not re-cross. Impella was wired out and replaced. No patient harm was reported due to the issue,

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device confirmed the impella cp optical experienced suction alarms immediately after the patient was started on ECMO. The root cause of the positioning issue was determined to be use related as the physician pulled the pump back across the valve due to improper technique. This report is being filed as part of a retrospective review of historical records.